Event description:
A nurse reported that balanced salt solution leaked throughout the workings of the system during a procedure and fluid was noticed on the floor after completing the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).